Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Is serious and reportable. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, extended opening, red particles in shell, underweight, flat creases. A microscopic analysis was performed, which identified an extended striated opening on anterior side assessed, as surgical damage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV is serious and reportable. Device has been explanted.